Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called regarding filling slowly during fill 1 of 4. There were no alarms reported. The treatment was cancelled. The pd patient noted when they removed the cassette after the treatment they noticed fluid leaking from the cassette. During follow up the patient reported that they did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cassette was discarded.